Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fit securely to power on the pump. A test battery cap was able to fit and power on the pump. The pump was exercised for 12 hours with a test cap and no power interruptions or power loss occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.